Event description:
It was reported that a lead slack issue was observed on the left ventricular (lv) lead during the implant procedure. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.